Manufacturer narrative:
It was reported that flow values of the flow/bubble sensor were fluctuating. The failure occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. The cardiohelp was exchanged during treatment. Therefore, a report is needed. A getinge field service technician (fst) was sent for investigation. The flow values were not stable. The flow sensor was exchanged from another unit and found that the flow value was normal and did not fluctuate. The flow/bubble sensor was detected as defective and will be replaced. As the defective flow/bubble sensor is not available for further investigation, the exact root cause remains unknown. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: defective flow sensor. Response time is too long. Further, due to the age of the device and this component flow/bubble sensor, age related aspects can be considered as well (manufactured 2016). According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2016-05-03. The review of the non-conformities has been performed on 2024-08-06 for the period of 2016-05-03. To 2024-07-18. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "flow values fluctuating" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation on 2024-07-18. The flow values were not stable. The flow sensor was exchanged from another unit and found that the flow value was normal and did not fluctuate. The flow/bubble sensor will be replaced. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that there was a flow swing in the cardiohelp. The cardiohelp was exchanged during treatment. The failure did not cause a delay in treatment. The flow/bubble sensor is not available for return. The failure occurred during treatment. No harm to any person has been reported. The cardiohelp was exchanged during treatment. Therefore, a report is needed. Complaint ID# (B)(4).